Event description:
The report received from the study indicated that at the six-month follow-up, the patient had angina, was continuing his medical regimen and had coronary angiography done followed by coronary artery bypass graft (CABG) surgery seven days later. There was no reported evidence of myocardial infarction (mi). The adverse event of CABG was reported to be unrelated to the previously implanted cypher select plus 3.0 x 18 mm stent, any other cordis product or to the index procedure, was moderate in severity and a serious adverse event (sae). The subject's event outcome was reported to be resolved without sequel and the event outcome information was complete. No additional information was available despite multiple attempts.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The patient was found to have one-vessel disease and had one lesion treated during the index procedure. No staged procedure was planned. The patient's left ventricular ejection fraction (lvef) was not provided. The patient's pre and post-procedure cardiac enzymes were noted to be slightly elevated. The target lesion was the posterolateral branch/segments. The lesion was reported to be: de novo, 2.5 mm vessel diameter, 20 mm length, a 90% stenosis, a bifurcation lesion and type c (complex). The lesion was pre-dilated as planned with a 2.5 x 20 mm balloon 12 atm. A cypher select plus 3.0 x 18 mm stent was implanted electively at 18 atm. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. At the one-month follow-up, the patient was reported to be asymptomatic and continuing her medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report received from the study indicated that at the six-month follow-up, the patient had angina, was continuing his medical regimen and had coronary angiography done followed by coronary artery bypass graft (CABG) surgery seven days later. The patient is a female. The patient's medical history includes: obesity, and insulin dependent type 2 diabetes mellitus. The patient's age and medical history put her at increased risk for mace. As per the instructions for use (IFU), pre-morbid conditions that increase the risk of a poor initial result of the risks of emergency referral for bypass surgery (diabetes mellitus, renal failure, and severe obesity) should be reviewed. The target lesion was the posterolateral branch/segments. The lesion was reported to be: a 90% stenosis, a bifurcation lesion and type c (complex). The acc defines this type of lesion (type c/complex) as a high-risk lesion with less than 60% success rate of treatment. After pre-dilation, a cypher select plus 3.0 x 18 mm stent was implanted at 18 atm. As per the IFU, balloon pressures should be monitored during inflation so as not to exceed the rated burst pressure as indicated on the product label. The use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. The patient was discharged the day after the procedure. The device remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. Based on the available information and without the results of the coronary angiography done prior to the CABG surgery, this case is being reported as a possible restenosis of the previously implanted cypher select plus stent. There was no reported restenosis or coronary stent thrombosis reported. Patient's who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that patient factors (specifically diabetes and obesity) and vessel/lesion characteristics (acc defined severely complex lesion) may have contributed to this patient's possible restenosis. Please note that this is the initial/final report for this product.